Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced poor performance with device use subsequently the patient underwent surgery to remove the abutment on (B)(6) 2018, topical antibiotics was placed on the wound. The implanted device remains.